Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a damaged pad on an integrated circuit on the system board. The customer declined repair of the device, therefore the device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.